Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an ongoing elevated blood glucose level up to 472mg/dl. A manual injection was administered and a correction bolus was delivered to address the bg level. The root cause of the high bg level was unknown, but the customer suspected that the customer was not receiving the insulin delivered by the pump or perhaps the insulin itself was the issue. A system check was performed and a slightly loose luer lock connection was identified and it was also identified that the customer's test strips were expired. The customer tested their bg levels with test strips that were not expired and received a bg reading of 472mg/dl. Tandem technical support advised the customer to always make sure their luer lock connection is tight and secure.